Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user reported elevated blood glucose levels (512 mg/dl) after their continuous glucose monitor (cgm) sensor ran out overnight expired overnight. The ilet insulin pump entered bg run mode, prompting the user for manual blood glucose entries every four hours but the user neglected to enter their bg values until the time of the call. The user chose to remain on the pump and input values manually. No device malfunction, alarms stopping delivery, or symptoms were reported. Blood glucose was managed by manual entries and manual insulin injections. No outside or medical intervention was required.